Manufacturer narrative:
Unit had unresponsive buttons due to flattened all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, and prime/delivery test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive buttons. No display anomaly noted. Unit had cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 160 mg/dl. Customer declined to remove site in order to check for bent cannula. Customer reported that cannula had already been changed a few times prior. Insulin pump would be replaced per customer's request.